Manufacturer narrative:
H10: the device was used in treatment and it was reported that the drill was making abnormal sounds and became warm to the touch after surgery. Device history record review found that no condition which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was run at full speed and the reported complaint was confirmed. The drill's sound, smell and warmth were consistent with a broken motor drive shaft seen in previous drills. The malfunction is most probably due to expected wear / tear.

Event description:
It was reported that during surgery, the anspach drill was very loud, it went through the case just fine. Surgeon said performance was minimally affected, but upon testing post-case, the drill was found heating at the top (not hot, but warm) very loud and smelled like metal on metal. Another note is that we were unable to get the drill collar into the safe position and hold, which made it difficult to get the bur in and out.